Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the exhalation flow sensor (evq)and exhalation valve. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, on start up, a 980 ventilator generated a exhalation flow sensor diagnostic message. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to contamination by foreign material. If information is provided in the future, a supplemental report will be issued.